Event description:
It was reported that a pediatric user of the ilet bionic pancreas experienced higher-than-usual blood glucose readings and noted that the pump¿s tubing fill sounded louder than expected; the clinical team also observed possible overtreatment of some low glucose events and frequent use of smaller meal announcements, and the user was referred for additional training on meal announcements and best practices. Symptoms included episodes of hyperglycemia and occasional low glucose that appeared overtreated. Outcomes included no alerts or alarms, no injury, and no hospitalization. Investigation included customer outreach, plans to observe the device during a tubing fill at a site change, and scheduling of additional training to address post-meal hyperglycemia and use of the system. Investigation of this case revealed no confirmed device malfunction, with the concern centered on audible fill noise and user technique related to meal announcements and treatment of lows. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use patterns rather than a confirmed device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.